Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted that the cannula, circular seal, envelope seal and obturator were intact. Pmv performed functional testing; the devices passed an air leak test. The obturator was inserted into both devices and was engaged and removed cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the trocars and ultrasound ablation device were used. After multiple passing of the ultrasound device through the trocars, the surgeon found a broken blue piece in the patient's abdominal cavity. It was immediately retrieved. Surgeon thinks that the broken blue piece came from one of the trocars (seal part) or a gauze.